Event description:
18-dec-2024: it was reported by the clinical diabetes specialist that during additional training the user reported that on the morning on (B)(6) 2024 the user replaced an empty insulin cartridge and neglected to first rewind the piston that pushes the insulin cartridge plunger down to administer insulin, per instructions for use (IFU). The user was connected to the infusion set during this process, against IFU procedure, causing insulin to be pushed into the user. Multiple attempts at reaching the customer for information regarding health effects and treatment have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.